Manufacturer narrative:
Per the fsr, the unit is kept in storage and has not been used clinically since it was installed.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery level was at 12.8 voltage direct current (vdc). There was no patient involvement.

Manufacturer narrative:
The reported complaint has been confirmed. Per the field service representative (fsr), the batteries fully charged and did not need to be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.